Event description:
Adverse event(s): "endophthalmitis" (endophthalmitis). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a patient experiencing endophthalmitis immediately following intraocular lens (iol) implant surgery. The patient was treated with medications and vitreal cultures showed no growth. Visual acuity has improved from hand motion to 20/40. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4)